Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report the receiver initialized without a manual restart on (B)(6) 2016. There was no report of any injury or medical intervention. No additional patient or event information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. Data was downloaded from the receiver and reviewed, and no firmware errors were found to confirm the complaint. A global receiver functional test was performed on the receiver and "call tech support" error was observed on the screen. The functional testing could not be performed because of the call tech support error. The complaint of receiver initialization without a manual restart was not confirmed. The root cause could not be determined.